Manufacturer narrative:
Omsc investigated the device and found as follows; the tissue pad of the grasping section was severly worn. The manufacturing history was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The instruction manual of the device has already warned as follows; *do not activate output when closing the instrument and nothing is grasped between the grasping section and the probe, or when it is not possible to confirm that the tissue being grasped has been completely resected. Otherwise, abnormal heat generated by friction between the grasping section and the probe may damage the grasping section, or cause it to detach or premature wear in the grasping surface.

Event description:
During an unspecified gynecology procedure, the subject device was used. In the procedure, an ultrasonic error occurred. The intended procedure was completed with another device. There was no patient injury reported. After the procedure, when the user checked the device in the central supply room, the tip of the probe fell off. The subject device was returned to olympus medical systems corp. (Omsc). Omsc investigated it on (B)(6) 2018, and found that the tissue pad of the grasping section was severly worn. This is the report regarding the breakage of the tissue pad.